Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue, after testing the device for 45 minutes. Issue could be reproduced only after pinched the tubing on centrifugal pump system; following release of pinched tubing normal flow was reached. Centrifugal pump system worked properly. Subsequent functional verification testing was completed without issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that there was a flow dropping on centrifugal pump system when rotation per minute (rpm) was at its maximum. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
H10: complaints database analysis revealed no similar event since unit installation in 2016. Based on the collected data and since the event occurred only once at the customer site, a hardware failure of the centrifugal pump system as well as the flow sensor/module can be excluded. Most likely the root cause of the flow reduction was due to a specific condition related to procedure, and not device-related.

Event description:
See initial report.